Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 09-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("the implant caused several adverse effects") in a 41 year-old female patient who had essure inserted (lot no. 253120). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 91 days after essure insertion, she experienced adverse event (seriousness criterion medically important). It was unknown whether any action was taken with essure. The reporter considered adverse event to be related to essure administration. The reporter commented: the implant caused several adverse effects. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 16-nov-2022. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('the implant caused several adverse effects') in a 41-year-old female patient who had essure (batch no. 253120-invaild) inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced adverse event (seriousness criterion medically significant), 2 months 31 days after insertion of essure. It was unknown whether any action was taken with essure. The reporter considered adverse event to be related to essure. The reporter commented: the implant caused several adverse effects. 253120-invaild . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.